Event description:
It was reported that the patient underwent prophylactic vns generator replacement surgery. During pre-operative diagnostics, high impedance was observed. The surgeon was not aware of any lead issues prior to the case and connected the vns lead to the new generator. The high impedance did not resolve and the vns lead was replaced as well. The two electrodes from the previous lead were left on the nerve with the new electrodes attached below. The company representative reviewed the patient's notes and it was revealed that high impedance was noted previously by the patient's physician, but the surgeon was not notified. The explanted generator and lead have not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The explanted vns generator and lead were received by the manufacturer and are pending product analysis.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: initial report inadvertently left out "((B)(6) 2017) systems diagnostics: lead impedance - high".

Event description:
Lead product analysis was completed. The reported fractured leads were verified in the product analysis, or pa, lab. A break was identified in both the positive and negative lead coils. Scanning electron microscopy images showed pitting or electro-etching conditions occurred at the lead fractures, but due to the metal dissolution/mechanical distortion, the fracture mechanism could not be identified. The portion of the lead containing the electrodes was not returned and, therefore, analysis of that portion could not be performed. Set-screw marks were identified on the connector pin, indicating that, at one point, a good mechanical and electrical connection was present. Other than the above observations and typical wear and explant related observations, no other anomalies were identified. Generator product analysis was completed. The reported low battery status was duplicated in the product analysis, or pa, lab. Diagnostics were as expected and a neos status was observed at the time of testing with a battery voltage of 2.50 v. There were no performance or other adverse conditions found with the generator.